Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but he damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u104 component. The pt rec'd a replacement monitor.